Event description:
Customer's husband reported blood glucose result of 475 mg/dl, customer was on treadmill for 10 minutes, then 170 mg/dl on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.